Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was non-prophylactically capped and replaced. Follow-up was conducted for more specific information but was unable to obtain requested information after multiple follow-up attempts. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up information was later received from the clinic that stated the right ventricular (rv) lead was prophylactically removed. No patient complications have been reported as a result of this event.